Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. (B)(4)

Event description:
The facility reported a colleague infusion pump which will not run on battery power. The event was reported to have occurred during bio-medical testing. Upon reviewing the pump's event history, baxter quality engineering confirmed this condition as a depleted battery alarm and discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump which will not run on battery power was confirmed by baxter quality engineering as a depleted battery alarm. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced, thus correcting this condition.